Event description:
Reportedly, a 25mm valve was explanted after an implant duration of 2 days due to over sizing. The customer reported that a magna ease tfx valve, model 3300tfx25mm was implanted for pulmonary valve replacement (pvr) to correct pulmonary regurgitation (pr) on (B)(6) 2012. After the surgery, it was found that the valve was too large for the patient and the valve compressed a coronary artery on the side of aorta (ao). Due to the compression, the blood flow to the cardiac muscle became bad and the cardiac function was impaired. Therefore the customer decided to perform re-pvr. On (B)(6) 2012, the valve was explanted and replaced with a magna ease 21mm tfx valve, model 3300tfx21mm. Customer commented this explant was within expectation and not device related.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded by the hospital. No hospital reports will be provided. Compression of a coronary artery impacts the effectiveness of the blood flow to the cardiac muscle. Prolonged restriction of blood flow can cause a myocardial infarction if there is an inadequate perfusion of the heart tissue. It may occur as a complication of surgery or months to years after surgery. This is typically not a result of product malfunction, rather it is usually patient or technique related. In this case, the surgeon indicated that the coronary artery was compressed due to an oversizing of the valve and this was corrected by explant and replacement of the valve with a smaller model device. While this is not a malfunction of the device, the reoperation to correct this is considered a serious injury to the patient. Through follow up, the surgeon indicated the patient status was recovered and did not indicate any other complications. The surgeon also did not implicate the device nor did he indicate that there was any malfunction of the device.